Manufacturer narrative:
(B)(6) 2019. 23dec2019.

Event description:
It was reported that the ventilator had a low oxygen error. There was no patient involvement. The service engineer (se) inspected the device. The se found an exhalation autozero solenoid cannot open error code in the diagnostic logs. The se checked and observed the unit and performed testing and all tests passed.